Event description:
It was reported that the patient presented in clinic for an explant procedure. High capture thresholds were noted on right ventricular (rv) lead. An echocardiogram and fluoroscopy determined the (rv) lead perforated the heart. While trying to reposition the rv lead, the physician had difficulties retracting the helix due to the helix being damaged, and also had difficulties advancing the stylet into the rv lead. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were cardiac perforation, a helix mechanism issue, failure to advance stylet, high capture thresholds and the helix damage. As received, a complete lead was returned in one piece. The reported events of a helix mechanism issue, failure to advance stylet were confirmed. X-ray inspection found the inner coil was over torqued consistent with the procedural damage. The cause of the reported events of a helix mechanism issue and failure to advance stylet were isolated to over torqued of the inner coil in the connector region and the helix being clogged with blood/tissue. The reported evens of high capture thresholds and the helix damage were not confirmed.